Event description:
It was reported that the device gave a false alarm with the message "upstream occlusion". No known adverse effects to patient.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Functional checked and testing was performed. The customer's reported problem was confirmed. During investigation air detector check was performed and found the pump was not acknowledged when pressed. However, investigator was unable to duplicate the problem regarding the "upstream occlusion alarm" issue in the pump's event history logs. Service replaced the air detector and upstream occlusion sensor to correct the reported problem. The root cause of the reported problem was the faulty air detector.